Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon stated that the 8mm prograsp forceps instrument's tip would not grasp the tissue. When removed from the trocar, customer noticed there was a lot of extra wiggle in the tip. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a loose screw at the tip nor dislodged pin at the wrist was noticed. The staff stated that the surgeon complained that it was not grasping, and they said that the tip seemed to be loose. No fragments fell. While grasping, the movements of the surgeon scale appropriately to the instrument. There was no shakiness and/or friction experienced/observed. A backup instrument was used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system and passed the recognition and the engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues.

Event description:
Refer to h11 for follow-up information.